Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-711a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a pvp procedure, the physician noticed abnormal rubbing in its sheath; upon withdraw of the fiber from the patient, the fiber "hub"(tip) broke inside the patient's bladder and was apparently retrieved, extending the duration of the procedure. A second surgical fiber was used to completed the procedure. There was no patient injury reported.